Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited reproducible noise. Programming changes were made. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch.

Manufacturer narrative:
Correction: the correct complaint codes should have been over-sensing and pacing problem rather than noise.